Manufacturer narrative:
This complaint is currently under investigation. Upon completion of the investigation, a follow-up report will be submitted.

Event description:
The customer, takeda pharmaceuticals, contacted the device manufacturer on 28th january 2026 to report that during incoming inspection, one device was identified with a partially opened seal near a crease on the blister pack seal contact area. This presents a potential breach to the sterility of the device. This deficiency was found prior to use. The device had not yet entered into the distribution stage to the end user (i.e. Being put into service), there was no health impact to the end user.